Event description:
The affiliate reported a customer who detected a negative reaction of a positive control on after they put it into an incubator with the sterilized cyclesure biological indicator (bi). The other bi (positive controls) in the same lot number had a positive reaction. The affiliate reported that the customer used another bi from the same lot. The loads were released after the customer had confirmed the color of indicator strips for this complaint. No injuries occurred.